Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods and, differences in the standardization methodology used. This event occurred in (B)(6). (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 801 module. The sample also had discrepant tsh values when tested on a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer used for investigation. The values measured by the customer were reported outside of the laboratory to a physician. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2020. The sample was repeated on a siemens centaur analyzer. The sample was also provided for investigation, where it was tested on an e 601 and e 411 analyzer on (B)(6) 2020 and a second e 801 analyzer on (B)(6) 2020. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Tsh reagent lot number 429091, with an expiration date of 30-apr-2020 was used on this analyzer. The serial number of the e 411 analyzer used for investigation is (B)(4) . Tsh reagent lot number 429901, with an expiration date of 30-apr-2020 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4) tsh reagent lot number 416233, with an expiration date of 31-oct-2020 was used on this analyzer.